Event description:
Pt reports the bad lot. Pt kept changing the tubing and her machine kept telling her, it was a bad tubing. Finally, pt called animas and worked with them to figure out the problem. Animas asked pt to send them 1 tubing, so they could investigate the problem. Animas concluded that it was a defective tubing. Pt was advised by animas to call facility and report the bad lot. Dates of use: change tubing every 3-4 days. Diagnosis for use: diabetes.